Event description:
During a pulmonary vein isolation for paroxysmal atrial fibrillation, a faradrive steerable sheath clear was utilized. Following the brockenbrough procedure, the sheath failed to retract before the dilator was removed and bent to the opposite side. Therefore, the sheath was replaced. The procedure was completed without any patient complications, and the device will be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The sheath was returned and went through sterilization with the dilator inserted. The dilator was removed to proceed with further analysis. The steering knob was rotated to test for functionality with and without the dilator inserted. The sheath was able to deflect and return to an unbent position in both conditions. The sheath handle was dissected and examined under the microscope. No damage was noted on the pull wires. However, the friction gasket was found torn apart. The base was adhered to the shaft, and the flange was adhered to the distal surface of the handle screw. The reported difficulty to removed was unable to be confirmed.

Event description:
During a pulmonary vein isolation for paroxysmal atrial fibrillation, a faradrive steerable sheath clear was utilized. Following the brockenbrough procedure, the sheath failed to retract before the dilator was removed and bent to the opposite side. Therefore, the sheath was replaced. The procedure was completed without any patient complications, and the device will be returned for analysis. It was further clarified that after the sheath was bent inside the left atrium, the handle was turned to return to the neutral position, but the bend did not return to its neutral position. There is no available photo. Since the bend had returned to near neutral, the device could be removed without using anything (no information that difficulty or resistance was or was not encountered).